Event description:
An employee was working with cidex opa and the solution seeped into the end of the gloves patient was wearing. There is a 2 inch band of patient's right arm that has become blistered and discolored. The patient was to be seen in the emergency room. No medical treatment reported.